Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) was unable to release the lead connector as the lock was broken. It was also indicated that the battery drawer button was broken. The epg was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.